Event description:
Lumbar block catheter placed on (B)(6). Early on (B)(6), rn found that a portion of the catheter had come out. Pain management pump was turned off. Dr found that the catheter had broken 13 cm from distal end. That portion remains in the patient. See MFR ref # 2523676-2009-00050.